Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri). The patient refused to have the device changed. The patient is pacer dependent. Boston scientific technical services (ts) discussed that the device can stop working any time and cannot ensure therapy. Attempts to obtain additional information were unsuccessful. The device remains in service as of this time. No adverse patient effects were reported.